Event description:
It was reported that the customer's wake button was stuck, and was very difficult to press the wake button to turn the screen on. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 240 mg/dl. Reportedly, the customer and had insulin pens available as alternate insulin therapy.